Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2013 one mitraclip was implanted in the patient with grade 3 functional mitral regurgitation (mr). Mr was reduced to grade 1. The patient had worsening shortness of breath on (B)(6) 2013. Severe mr was found on an echocardiogram on (B)(6) 2014. Although the mitraclip was attached to both leaflets, the physician indicated a possible device relationship to the mr. On (B)(6) 2014 the patient had another mitraclip procedure and mr was reduced to mild grade with a second mitraclip. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to the event. The reported patient effects of dyspnea, worsening mitral regurgitation(mr) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. It is possible that mr was possibly procedure-related, however this cannot be confirmed. The shortness of breath (dyspnea) was a cascading effect of mr. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.